Manufacturer narrative:
A ge service representative performed an onsite investigation. The friction clutch was replaced to resolve the problem with the anterior posterior to lateral movement of the system. The extended fluoroscopy function was turned off at the customer's request. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system's fluoroscopy function continued after the x-ray switch was released and the lock that enabled the system's movement from the anterior posterior view to the lateral view would not maintain the locked position. No patient injury was reported.